Event description:
It was reported that the patient has expired after implant duration of approximately 5.9 months, due to mitral regurgitation. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed on and this device passed all manufacturing and sterilization inspections with no nonconformance.